Manufacturer narrative:
Trackwise (B)(4). Corrected section: h1 - type of reportable event changed from "malfunction" to "serious injury". Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. They took the hpii out of the arm to look at it and began hearing the generator beeping without the harvester's hand near the handle. They confirmed no other beeping was occurring in the room and that it was, indeed, the power supply. The pa then removed the device from the field. The hospital did not report any patient effects.